Manufacturer narrative:
Apoc incident # (B)(4).the investigation was completed on 01/21/2020. The customer reported that martel printer s/n (B)(4). Would start to print and stopped printing. The customer added that the battery was hot to touch, and a burning smell was noted. Failure analysis could not be performed as martel printer s/n (B)(4). Has not been returned to flex. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer who reported that martel printer (B)(4) was hot to touch and there is a burning smell. The customer confirmed that the correct cables and battery are being used with the martel printer. There was no additional information at the time of this report. The printer was replaced and returning for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.